Event description:
It was reported to medtronic minimed that the customer experienced failed battery test, audio/vibrate anomaly/absence of alarm, rewind anomaly, sensor updating alert. The customer reported hypoglycemia which did not require treatment. The event involved product(s) mmt-921a, mmt-1884l, mmt-332a, mmt-7040a. Customer reported an audio/vibrate anomaly. Customer reports receiving sensor alert. Customer reported receiving a battery failed alarm. Troubleshooting was not performed. No further patient complications were reported. It was unknown whether the customer will continue to use the insulin pump. No product return is required for mmt-921a. No product return is required for mmt-1884l. No product return is required for mmt-332a. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08730 inches. The trace and history files were successfully downloaded using thump. Rewind functioned properly and no loud noise during rewind or during testing noted. Set the low reservoir reminder alarm for 20 units, installed a water filled test reservoir, and primed the pump. Verified that the units left in the test reservoir and those left on the display matched (32 units). Several boluses were programmed and delivered. The low reservoir alarm activated properly at 17.5 units left. Programmed additional bolus deliveries and the reservoir estimate at 0 u alarm activated properly. Programmed an additional bolus delivery and the pump alarmed no reservoir detected properly. No low reservoir, reservoir estimate at 0 u, or no reservoir detected alarm anomalies noted. No critical or fatal alrm were found in the downloaded pump history and pump diagnostic trace files. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked battery tube threads, cracked battery compartment, and pillowing keypad overlay. The pump passed all functional testing. The complaints of not alerting for low reservoir, loud rewind motor noise, and battery failed alarms are not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.